Event description:
It was reported that the pulse generator exhibited backup vvi. The patient's presenting rhythm was 67.5 pulses per minute vvi paced. It was noted that the patient was pacemaker dependent. A user download was unsuccessful. Battery data from 2008 was 2.68 v, 13 ua and 7.6 kohms with an estimated remaining longevity of 5 months. The pulse generator was replaced due to unresolved backup vvi status.

Manufacturer narrative:
No medwatch form was received.